Manufacturer narrative:
(B) (4).

Event description:
The patient had a problem with recharging. At the time staples were still present at the pocket site. The patient was scheduled for pocket revision surgery on (B) (6) 2009 which was cancelled due to patient illness. The patient had surgery on (B) (6) 2009. She could recharge and was no longer having problems with the system.